Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received four photos for investigation. The analysis of the customer photos verified a lipout on the top edge of the tubes, as seen in all photos. Additionally, 30 retained samples underwent visual inspection for lipout, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited lipout. No adverse impact was reported regarding the patient or user.